Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. Root cause of the event was most likely attributed to surgical technique.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2015. During the procedure, it was noticed that an unknown material was blocking the screw for the tibial tray. Another sled was used to complete the procedure, resulting in a delay of approximately thirty (30) minutes.